Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the while wearing the device, the patient developed itching, redness and soreness at the pod site due to the adhesive pad. The patient was prescribed a cortisone cream by their healthcare professional.